Event description:
It was reported that there was an error alarm on the insulin pump. Insulin pump was not receiving a signal. Customer's most recent blood glucose reading was 10.1 mmol/l. No further info reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.